Event description:
It was reported that the patient with an implantable cardioverter defibrillator (ICD) system experienced an infection. Subsequently, this lead was explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).